Manufacturer narrative:
Sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Adverse event report is being submitted due to symptoms related to diabetes - shaky. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 error. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/26/2021 and open vial date is (B)(6) 2020. During the call, a blood test was performed by the customer fasting and produced test result of 139 mg/dl using truemetrix air meter. After troubleshooting the customer is satisfied the product is working as intended and declines a replacement. Customer stated she was recently diagnosed with diabetes and does not know what a normal range is for her. At the time of the call the customer reported feeling jittery; customer also stated that she had felt shaky that morning. Medical attention was not needed at the time of the call.